Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer's service center for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's download event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported date of the event, (B)(6) 2019, the device was not in patient use. Based on device testing and evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed. The ventilator did not cause or contribute to the reported event.